Manufacturer narrative:
On 11-dec-2020, mentor became aware that previously-submitted manufacturer report numbers 1645337-2020-14549 and 1645337-2020-11426 were duplicated. Any additional event information received will be reported under this manufacturer's report number as applicable. On 11-dec-2020, mentor received additional information about the event: the patient submitted a medwatch report to the FDA about this event (report #mw5096234). The implantation date is (B)(6) 2006. The patient reported that the removed capsules from both of her breasts tested positive for a bacteria. The patient reported that after explantation surgery, there was mold floating inside the removed left breast prosthesis. Mentor cannot confirm the patient¿s allegation that there was mold in her implant because the device has not been returned for analysis. No product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision procedure with mentor smooth round moderate plus profile 600cc saline breast prostheses and suffered several unexplained systemic symptoms, including tachycardia, hair loss, vision problems, fatigue, brain fog, skin rashes, joint pain, nausea, feeling of throat closing up, weight gain of 45 pounds, would wake up with hives at night, heart rate alternating from really fast to really low, and a lump on her left breast. A mammogram taken on (B)(6) 2020 diagnosed that the lump was the valve of the breast prosthesis. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. The patient had a pacemaker implanted in (B)(6) 2019. As a result, the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2020. The patient reported that her symptoms improved after explantation. This medwatch report is for the patient¿s left breast prosthesis.